Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a service required ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.